Event description:
It was reported that this cardiac resynchronization therapy pacemaker (CRT-P) was part of a system revision due to infection. There were no additional adverse patient effects reported. This CRT-P was explanted.